Event description:
Healthcare professional reported rupture diagnosed via ultrasound. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.